Event description:
It has been reported that, while drilling int he screw it got stuck in the soft tissue sleeve. It was backed out and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
DHR was reviewed and no anomalies were identified during the manufacturing process.